Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is mildly deformed at its distal end, i.e. One strut is slightly bent outwards. Stent imprints on the exposed balloon surface indicate that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Previously implanted stents).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion with 90 percent stenosis degree in the severely tortuous mid lad. The ostium of the left coronary artery is selectively cannulated with a 6f ebu catheter, and a 0.014 intermediate guidewire is progressed towards the distal bed of the anterior descending artery. The obstruction was pre-dilated on both, the lesion and the previously implanted stents. An attempt was made to advance the orsiro mission without success, since the device remains stuck in the lad sector that had previous stents. So, the area was predilated with a nc balloon. A second floppy guidewire was advanced. The device was retried to advance without success, observing deformation of the edge of the stent. Some struts have risen distally. Therefore, a competitors drug-eluting stent was advanced and implanted at 12 atm. Overlap was post-dilated with a 2.25 x 15 balloon. Angiographic control shows the treated vessel and its permeable branches, without residual stenosis with timi ii distal flow.